Event description:
It was reported, that the physicians in the anesthesiology department. Expressed that, there has been a noticeable lag between the buttons being clicked on the pumps. And the action being completed on screen. Which is especially noticeable, when starting and stopping the pump. In addition, the bolus is much slower. It was indicated, that this is a systemic issue affecting all pumps. Incidents occurred during bench testing immediately on use, and while in use on a patient. No patient injury was reported. D5: operator of device is unknown.

Manufacturer narrative:
No product sample was received. Therefore, visual and functional testing could not be performed. The reported issue could not be confirmed, as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No problems or issues were identified during this device history record review.